Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The fascial closure system is broken during use in bariatric surgery.

Event description:
The fascial closure system is broken during use in bariatric surgery.

Manufacturer narrative:
(B)(4). An evaluation of the returned unit along with the pictures received confirmed the failure mode observed by the customer. A review of the DHR for the lot number provided was performed and there were no manufacturing abnormalities observed. It should be noted that 100% of all devices manufactured go through testing for the approximation wing hinge integrity and both sides must pass for the device to be considered acceptable. Devices that do not pass both sides are rejected. Additionally, all subsequent functional testing would not have been able to be performed. Since the devices receive 100% in-line testing for both hinge integrity and functional performance, the complaint is considered verified, but not a paragon medical failure.

Manufacturer narrative:
(B)(4). An evaluation of the stated complaint could not be performed as no device is available for return. A review of the DHR for the lot number provided was performed and there were no manufacturing abnormalities observed. A review of the images provided by the customer showed that the device was in fact damaged. It should be noted that 100% of all devices manufactured go through testing for the approximation wing hinge integrity and both sides must pass for the device to be considered acceptable. Devices that do not pass both sides are rejected. Additionally, all subsequent functional testing would not have been able to be performed. Since the devices receive 100% in-line testing for both hinge integrity and functional performance, the complaint is considered verified, but not a paragon medical failure.

Event description:
The fascial closure system is broken during use in bariatric surgery.